Manufacturer narrative:
The complaint was escalated for a technical complaint investigation and the results indicated no problem with the device and working per specifications. Based on the results of the analysis, no problem with the device and working per specifications. The reported issue in not confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device does not detect the intensity in mini amps, above 30 it detects. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.